Manufacturer narrative:
(B)(4): one (1) 89-6110, liver retractor device was returned for evaluation. The evaluation by the in-house repair department, the product engineer, and the quality engineer confirmed the reported issue. On visual observation, the device appeared to be extremely worn and old. The long tube of the device that would have the date code/ lot number etched on it, the etching was no longer visible or worn off; therefore, (B)(4) was unable to determine the exact age of the device. The device was returned in pieces with a frayed broken cable hanging out of the long tube with some segments attached and a broken off nitinol wire with end tube piece and a few segments attached. It was noted that all of the segments were not returned with the device. In addition, it was observed that the handle was modified and the flush port and tension knob end cap of the handle were not of (B)(4) craftsmanship which is an indication that the device was repaired by another company (third party repaired). The complaint indicates that some of the segments fell into the patient. This happens when there is a failure within the internal cables and nitinol wire. The failure is associated with overstressing the instrument by applying too much tension (force) to the internal cables and wires while forming the instrument¿s shape. This failure mode is typically associated with the product designs prior to 2006 which did not have the ¿nipple¿ feature which retains segments if a failure of product occurs. After the 2006 addition of the nipple feature, the instrument design aided in the prevention of the segments disassembling for the part in the event of a failure. Based on this information it is most probable that the approximate age of the device is over 10+ years old unless that feature was removed during the third party repair than the age is still unknown. In conclusion, the device is most probable over 10 years old, the device is passed its life expectancy of ten years. The device has also been subject to third party repair. The device age coupled with the device being improperly repaired by a third party repair company caused the failure of the device. (B)(4) will continue to trend and monitor this reported issue and for this product family.

Manufacturer narrative:
Cfn-(B)(4). Initially reported other serious (important medical events) box marked.

Manufacturer narrative:
(B)(4): additional information received from the customer reporting no lot number available on the retractor. Unknown the patient's health status. No new medical interventions to recover the rest of the particles from the patient's abdominal cavity, the particles remained in the patient. The steel cable broke. The segments aren't intact on the wire and the instrument is contaminated, counting is not possible. Unknown if the device has ever been repaired. Unknown date code.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported during a gastric bypass surgery the instrument was used in the usual way. About halfway through the tightening of the tensioner flips the instrument falls apart and particles fall in the abdominal cavity of the patient. The majority was removed; unfortunately, some are not recovered and remain in the patient. Upon inspection of the instrument tension wires appear broken. Multiple attempts are made for additional information without a response from the customer.